Event description:
The echo tip procore high definition ultrasound biopsy needle was advanced into a calcified lesion in the pancreas. There was considerable difficulty moving the needle in the lesion. When the physician attempted to withdraw the needle from the lesion the handle lost control of the needle. The physician unlocked the handle from the biopsy port and pulled firmly and removed the needle from the patient. When the needle exited the scope the needle was extended beyond the catheter. The stylet could not be advanced through the needle and the catheter and needle were cut below the handle with wire cutters. The cut portion of the catheter was removed from the needle. The stylet still could not be advanced through the needle and no specimen was collected. The physician used an echo-25 to complete 3 passes and then used an echo-hd-25-c to complete 1 pass. A foreign object did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo-hd-25-c devices of lot number c733716 in stock at the time of the complaint evaluation. The 1 x echo-hd-25-c device of lot number c733716 was returned to cook (B)(4) for investigation. It was not returned in the original package and was open on receipt. The stylet was not returned with the device. It was possible to advance/retract the handle with slight resistance, however most of the needle and sheath were noted to be missing. With the handle at position '8' and the sheath extender at mark "5" the sheath measured 5cm approximately using (B)(4), confirming approx. 137.2cm of the sheath was missing, (spec 142.2cm+2mm). The remaining sections were missing from the needle and sheath and were not returned as they were discarded by the facility. The customer complaint was confirmed as the needle was broken. As the actual use conditions could not be replicated in the laboratory, it is not possible to conclusively determine the cause of this complaint. Information received with this complaint indicated that the needle and sheath were cut outside the patient. Prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-25-c lot number c733716 did not reveal any discrepancies related to this complaint issue. No corrective action is warranted at this time procedure. The device was outside the patient when it was out. The 2 year complaint history has een reviewed and it is believed that the likelihood of this type of occurrence is low.